Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was discarded therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. Complainant's event is typically caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging or excessive bending forces being applied during use. The potential causes of this event are being communicated to the event reporter. If additional relevant information is obtained from the investigation, a follow-up report will be submitted. Device reported to have been discarded.

Event description:
It was reported that during an ankle fracture repair procedure, the surgeon was drilling through the tibia with a 2.5mm calibrated drill bit. As he retracted the drill bit, he noticed that the tip of the drill bit was gone. Another incision was made about an inch proximal to the incision made for the medial mal and the drill bit was tunneled out of the patient.